Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump tested with liquid filled reservoir and no air bubbles anomaly. The device was received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Event description:
Customer reported via phone call low blood glucose, air bubbles anomaly and hospitalization. Customer's blood glucose level was 37 mg/dl. Customer treated their low blood glucose with food and glucose tablets. Troubleshooting for air bubbles anomaly was performed. Customer advised they had big air bubbles inside of the reservoir. Customer advised this was a past event and that they would call back if the issue persisted. Troubleshooting for low blood glucose was performed. Customer advised they were sleeping and fell into a coma. Troubleshooting for cosmetic damage was performed. Customer advised the battery compartment was damaged due to the insulin pump being dropped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.